Event description:
It was reported by service report that the siderail will not come up. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Other: arm weldment.